Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the patient reported that it was determined that the unit may have been damaged from the fall. They found that one side of the device was slightly disconnected and it was corrected. The rep made some adjustments after the revision in (B)(6) 2017 and they have noticed some improvement since then. No further complications were reported/anticipated.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the hcp reported that the cause of the uti was unknown and not related to the device or therapy. The lead revision surgery had not been scheduled. No further complications are anticipated.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot# va18vz0, implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the patient had an appointment with their physician on (B)(6) 2016 when they were told that the lead might have broken; it was previously reported by a healthcare professional (hcp) that the patient informed the office, not manufacturer representative. The patient experienced involuntary painful with specks of blood urinating, and it felt like pins sticking up and down their legs, back, and at the site of implant. Steps taken to resolve the possible broken lead and symptoms were to use a bladder tracker and rtc after thanksgiving; it was unclear what was meant by rtc, possibly ¿return to clinic.¿ it was noted on march 8, 2017, a revision was done at a same day surgery. No further complications were reported/anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: va18vz0, implanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a company representative (rep). It was reported patient fell and was told by a company representative (rep) that the lead may have broken. Two weeks later, the healthcare provider (hcp) reported that patient currently has urinary tract infection (uti) and patient would see hcp in two weeks. The patient would discuss options upon recheck in two weeks. A possible lead revision was noted. It was indicated that the impedance check was normal. It was noted that patient required high amplitude to feel stimulation. The patient experiencing decreased stim sensation. The indications for use for this patient were urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.